Event description:
It was reported that the devices were used during a lung procedure. It was reported that when the device was fired there were no staples present. The case was completed by hand suturing. There was no furhter consequence to the pt.